Event description:
The pt undervent laparoscopic cholecystecomy in 2006. Where surgeon used clips to close of common bile duct. Pt stable and discharged post procedure, but returned 2 days later with abdominal pain, nausea. Underwent exploratory lap which revealed leaking common bile duct with obvious disrupted clisp under duct rather than on end of duct, apprx 2l bile in abdomen. Abdomen irrigated, cystic stump duct ligated and clipped. Patient stabilized.